Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading ranged from 42-50 mg/dl. Customer stated that a piece of the reservoir is missing. Customer stated that she has celiac disease which causes her blood glucose to run low from time to time. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored and had no missing segment during testing noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.